Manufacturer narrative:
Manufacturer year: 2012. The system was evaluated by a field service engineer (fse). All modes of operation and calibrations were verified, and no failures were detected. The fse attempted to duplicate conditions during the event and was not able to reproduce chamber instability. The fs was not able to evaluate the tubing pack or handpiece used during the event as it was not accessible to the fs when visiting the account. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, a capsular tear occurred on the operative eye requiring a vitrectomy procedure when using the signature whitestar phacofragmentation console. A description from the surgery center indicated on the last procedure of the day, the surgeon was in venturi quadrant mode when a vacuum surge occurred. The event resulted in chamber collapsing leading to a capsular tear that required a vitrectomy procedure.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional: in initial report, the manufacturer year was only provided, however the full date is 05/08/2012. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.